Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant rupture, "fluid".

Event description:
Patient reported right side implant rupture, "fluid," and "double contouring of the implant" diagnosed by MRI. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to observe as it is a medical event that is not related to the device. Seroma late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Patient reported right side implant rupture, "fluid," and "double contouring of the implant" diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to confirm as it is a medical event not related to the device. In the photos observed two devices, it¿s not labeled for side explanted, a device appears to be intact, and the other have an opening. Seroma-late: unable to confirm as it is a medical event not related to the device. In the photos observed two devices, it¿s not labeled for side explanted, a device appears to be intact, and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided.